Event description:
It was reported that during an unrelated procedure, fracture of the right ventricular (rv) lead was observed. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.